Event description:
The customer reported that they system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an in site investigation. The backplane, fluoro functions board, generator interface board, system interface board, cpu, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.